Event description:
Neoglo illuminator noted extremely hot. After lifting leg and inspecting right knee, small 1cm abrasion noted on lateral aspect. Area cleaned with normal saline and omniderm placed over area. Of note, this neoglo illuminator has a history of not turning off when the button is pushed and required removal of the battery in order to turn it off.